Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon insertion of the balloon catheter, air was continuously introduced through the valve. The catheter was then advanced further, and it was observed that air was continuously introduced through the valve during subsequent aspiration. The balloon catheter was advanced to the second marker and no air was confirmed, during third aspiration. Additionally, st elevation was identified after the ablation started. The ablation was stopped, with the balloon still inflated, and no air embolism was confirmed via angiogram. The st elevation resolved, and the procedure continued. The case was completed with cryo. No further patient complications have been reported as a result of this event.